Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited interference (noise) on all three channels of the electrograms, resulting in pacing inhibition. The patient had a pre-syncopal episode, but was not injured. No adverse patient effects were reported. The device was subsequently explanted and will be returned for analysis. ,